Manufacturer narrative:
Device evaluation details: an investigation was initiated by the manufacturer. Case data was requested for investigation, but no data related to the issue was provided. As result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. The history of the customer complaints reported during the last year associated with carto 3 system # 11111 was reviewed and no similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system # 11111, and no internal actions related to the reported complaint condition were identified. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that there was a 7mm map shift with no patient movement and no cardioversion. The caller stated the carto 3 system did not display a map shift error. Issue occurred once they were done mapping with the octaray catheter and right before they began ablation. The caller recognized the map shift because they were moving the ablation catheter around in the appendage and they were getting vein signals. They confirmed the map shift on fluoroscopy and intracardiac echocardiography (ice). Caller stated they removed the ablation catheter and reinserted the octaray catheter to create a new map. No ablation lesions were made. No error was provided by the system.

Manufacturer narrative:
On 21-jan-2025, the manufacture date was received and has now been added to field h4. Device manufacture date. Additionally, the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).